Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed after deleting some patient data. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was low. The fse reviewed the log file and found no issues with the image disks. The fse performed visual inspection and tested the image disk but couldn't find any issues either. The fse re-plugged the image disks and recreated the disk to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.